Event description:
It was reported that a mcp distal component had fractured in a pt right index finger. The fracture was discovered during the 6 month follow-up with the pt. The pt was then revised with a new, larger ascension mcp implant. The proximal component was also replaced during surgery.

Manufacturer narrative:
The proximal component was removed during surgery and returned for evaluation. The reported complaint was on a fractured distal component. No failure was found with the proximal component. It was reported that an ascension mcp size 10 implant was noticed to have a fracture in the distal component head upon a 6 month follow-up examination. The implant was revised on (B)(4) 2011 by dr. (B)(6) during which the pt was up-sized to a size 20 implant. The original implant date was (B)(6) 2010. The fractured ascension size 10 implant was returned to ascension orthopedics for analysis. The fracture appearance is consistent with a rapid brittle overload mode, the location of the fracture indicates that a severe impact or dislocation of the joint produced an overload. Conclusions: fracture occurred in a rapid, brittle overload mode. There were no indications of defects in the component. The fracture appearance indicates a severe impact or dislocation as the cause of overload.